Event description:
It was reported that during an anastomosis procedure, at the beginning of the operation, the surgeon had some problems activating the trigger. After that he had tried two times and was able to use the stapler. However, when the device was extracted, the surgeon noted that a part of the anastomosis wasn't completely closed because some of the fired clips were open. The surgeon applied sutures manually.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.